Manufacturer narrative:
Fragments of the complaint device were sent to an outside lab for scanning electron microscopy analysis. A review of the device history review, including collagen coating records, indicated that the graft was processed and inspected according to processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of eight products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. The investigation is still on going. A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a vascular surgery performed on (B)(6) 2013, bleeding occurred from the graft wall. The amount of bleeding was about 50ml. The operation was prolonged in order to stop the bleeding. The graft remained implanted. No injury was reported.